Event description:
Event reported as: during a procedure, there were difficulties with the catheter. It seemed that the catheter was missing one of the drainage holes. This resulted in urine not draining properly. No reported patient injury.

Manufacturer narrative:
Device sample not rec'd in time for this report.